Manufacturer narrative:
In use at the time of the event:CGM model: UnknownMobile OS: iOS / iOS_iPhone 12 / Unknown / iOS_16.6.1.

Event description:
It was reported that pump battery was depleting too fast. There was no additional information provided regarding impact to the customer¿s blood glucose level. Customer declined follow up from Technical Support, and Technical Support was unable to confirm battery depletion issue, with no further actions reported.